Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment of an restenotic lesion (non cordis bare metal stent) in the mid to proximal left anterior descending artery (lad) of 40mm in length in a 3.0-3.5mm vessel diameter. The type c was concentric. The lesion was pre-dilated with a 2.0x20mm balloon at 14 atmospheres (atm) before a 3.0x23mm cypher stent was deployed at 14 atm in the mid lad. Then a 3.5x23mm cypher stent was deployed at 16 atm in the proximal lad, overlapping the previous cypher stent. Post-dilation was done with a 3.0x15mm balloon. Intravascular ultrasound (ivus) was done. The residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure. Act was measured (189). Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 10,000 units of isosorbide dinitrate 10-20cc. Post-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200mg/day but the latter was stopped approximately eight months later for unspecified reasons. At 29 months later, the patient developed an acute myocardial infarction and was taken to the hospital as an emergency. Coronary angiography was conducted and thrombus was observed in the 2nd cypher at aha6. Thrombus was not observed in the 1st cypher at aha7. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted. An intra-aortic balloon pump (iabp) was inserted. The physician commented that the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
Approximately 29 months after percutaneous coronary intervention (pci), the patient had an acute myocardial infarction. Angiography revealed thrombus within one of the two previously implanted cypher stents.